Manufacturer narrative:
H.6. Investigation summary customer returned (1) open pen needle without the tear drop label or inner shield. Customer states that the needle was detached from the hub and remained in the leg. The returned pen needle was examined and exhibited a broken patient end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Furthermore, the presence of the deep indentation displayed in the adhesive and plastic hub area, created by the cannula shaft further attests to the severe bending that possibly occurred during manufacturing process.ed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause of this defect is misalignment of the shield to the hub at the shielding station. Rationale CAPA(B)(4) was raised to address this issue h3 other text : see section h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle broke off from the hub during use and remained in the leg, which was removed by the consumer. The consumer reportedly did not visually test nor prime the needle beforehand. The following information was provided by the initial reporter: "consumer reported needle was detached from the hub and remained in the leg he removed the pen needle after injection." "He uses new needle, he does not visually tests the needle to see if it is straight. Advised consumer to visually tests the needle. He rotates the injection site. He does not do the priming, advised we recommend to do the priming, he tightens the pen needle during attachment. Advised not to tighten it just a firm attachment."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle broke off from the hub during use and remained in the leg, which was removed by the consumer. The consumer reportedly did not visually test nor prime the needle beforehand. The following information was provided by the initial reporter: "consumer reported needle was detached from the hub and remained in the leg he removed the pen needle after injection." "He uses new needle, he does not visually tests the needle to see if it is straight. Advised consumer to visually tests the needle. He rotates the injection site. He does not do the priming, advised we recommend to do the priming, he tightens the pen needle during attachment. Advised not to tighten it just a firm attachment."